Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found the lead was returned in two segments for analysis. Insulation abrasion at 7.1 cm to 8.5 cm from the distal tip which exposed the outer insulation. The abrasions were consistent with constant friction with another implanted device. This likely contributed to the reported loss of capture.